Event description:
During a follow-up performed on (B)(6) 2020, noise was observed on the right ventricular channel of the implanted platinum sonr 1811. In the aida memory, there are 22 ventricular fibrillation episodes due to noise on the subject right ventricular lead. The impedance seemed to be in normal range. The patient will come back to the hospital for a new follow-up on (B)(6) 2020 and the physician will propose her a reintervention to try to implant a new right ventricular lead.

Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 updated.

Event description:
Today, (B)(6), the physician tells me about the fu, independently performed on (B)(6), of the platinium sonr 1811 (036dl06) with noises on vd lead channel. During a follow-up performed on (B)(6) 2020, noise was observed on the right ventricular channel of the implanted platinium sonr 1811. In the aida memory, there are 22 ventricular fibrillation episodes due to noise on the subject right ventricular lead. The impedance seemed to be in normal range. The patient will come back to the hospital for a new follow-up on (B)(6) and the physician will propose her a reintervention to try to implant a new right ventricular lead.